Event description:
Customer's wife reports back to back testing on the same meter while using the advantage system with results of 66 mg/dl, 145 mg/dl, 127 mg/dl, 121 mg/dl, 129 mg/dl, 120mg/dl, 438mg/dl and hi (>600mg/dl). Quality controls were run and in range but wife was unsure of the opening date. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.